Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level displayed as "high" and diabetic ketoacidosis. Customer administered a manual injection and was subsequently treated with unspecified headache medication and intravenous fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, a malfunction alarm had occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.